Event description:
The reporter claimed that he had elevated blood glucose reading of "565 mg/dl" and felt sick after there was a site issue. The patient tested at "700 mg/dl" on 3 other meters. His blood glucose was lowered to "264 mg/dl" after the patient switched his insulin site. During troubleshooting, the patient noted the following: the cannula was not kinked or bent. The insulin dispensing site did not have bleeding, redness, swelling, and pain. The site is changed every 2-3 days. This complaint is being reported because the patient had a site issue and subsequently had a blood glucose excursion above 500 mg/dl.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.